Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing blockage issue on (B)(6) 2026 that prevented medication delivery, causing their condition to deteriorate, with the patient reportedly in an off state and experienced difficulty communicating. No further information available.